Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was explanted due to low impedance. Fluoroscopy did not reveal anything unusual.